Event description:
During a thoracotomy proceudre, the staple line did not appear to be consistent. The surgeon continued to use the device a second time, and again the staples were not forming properly. Used another like device to complete the procedure. There was no pt consequence.